Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Infusion set was changed. The current non-tandem cannula was found to have been inserted into scar tissue and was kinked. Blood glucose was over 600 mg/dl. Correction bolus was delivered and water was consumed to address bg. Customer was admitted to the hospital and was treated with intravenous insulin and potassium. Elevated bg was resolved. Customer was discharged on (B)(6) 2018 with no permanent damage.